Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, the blade lifted. While attempting to remove the protective cap from the balloon with keeping it horizontally positioned, the physician forcibly pulled the cap resulting in the blade on the balloon to be lifted. The procedure was completed with a different device and the patient status was recorded as good.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).